Event description:
Caller reported cgm error 42 related to a g6 sensor. There was no adverse impact to the customer¿s blood glucose level. Cts provided complete information for resetting the pump, and the caller planned to reset the pump at their convenience, with a follow-up if the issue persisted.